Event description:
Follow up information received from the healthcare professional (hcp) reported that the date onset of the infection was (B)(6) 2012 and patient symptoms of redness, swelling, drainage, incisional wound opening, and pocket erosion were noted. The primary site of the infection was the ins pocket site. No cultures were reported to have been taken. The patient treatments included both oral and IV antibiotics with explant of total implantable neurostimulator (ins) system. The patient outcome was reported as infection resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's entire system was removed due to infection.

Manufacturer narrative:
Product ID 37744, serial# (B)(4), product typ programmer, patient product ID 3708220, lot# serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product typ extension product ID 3487a-45, lot# v884731, product typ lead product ID 3487a-45, lot# v896858, product typ lead f.for use by user facility/importer(devices only). (B)(4).